Event description:
Covidien received information from a customer stating that an 840 ventilator's settings were locked, the unit would not ventilate, and it failed flow sensor testing. The was no patient involved.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the analog interface printed circuit board. The device passed all testing and was operating within manufacturing specifications. Covidien reference: (B)(4).